Manufacturer narrative:
(B)(4). Batch # n9262g. The analysis results of the b12lt found that the device was received with the duckbill out of position. It could not be determined what may have cause the reported event. No conclusion could be reached as to how this issue occurred. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 3/16/2017. Batch # n9262g. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a laparoscopic rectal surgery procedure, the seal was broken; did not fall into the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.